Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to site hospital for gastrointestinal bleed, possibly hemorrhoidal. Patient reported having a bowel movement with bright red blood on tissue paper with stool darker than usual. Hemoglobin was stable. Patient will be observed and as long as hemoglobin remains stable no procedures will be ordered. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported gi bleeding, as well as a specific cause, could not conclusively be determined. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. The reported infection was determined to be not device-related. No further information was provided. The manufacturer is closing the file on this event.